Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the probe broke in the pt's eye during a surgery. The surgeon then changed to a new standalone probe and the surgery was completed. There was no pt harm reported.